Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a raypex 6 apex locator gave incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Information from general dealer (B)(6): dealer has contacted with reporter and get the information below. Goods issue date: about 2021 within warranty: no maintenance record: unknown malfunction analysis: poor electrode contact, and abnormal circuit connections lead to measurement errors. 1. The correct serial number of the device cannot be confirmed. 2. The patient's condition cannot be confirmed. No injury mentioned in the original report. Conclusion: defective connector all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.